Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the stylus and arrow on the programmer screen were not aligning. As a result the overlay/bezel assembly was replaced and the stylus was calibrated. Product ID: 229047 analyzer. (B)(4).

Event description:
It was reported there was a pen calibration issue. Using programmer tool does not resolve issue. The programmer was returned for repair. There was no patient involvement indicated.